Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the touchscreen on a 840 ventilator was unresponsive. There was no patient involvement at the time of the event. The customer stated that the touch frame was replaced and the ventilator is back in use.